Event description:
It was reported that the customer has experienced high blood glucose at night time. It was stated that they are still making adjustments on his night time basal rates and are continuing to monitor. It was also reported that the customer is experiencing pain at the infusion set insertion; only at the initial insertion. Customer's mother declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.